Event description:
Info received from the pt indicates that in 2007, a surgery occurred and pt was implanted with intexen graft. Pt reported that she "has been nearly debilitated" since she was implanted and had no problems other than bladder prolapse to the surgery. Pt also reported a strong allergy to "serum" products, (allergic reaction). Ams intexen IFU contraindicate for use in allergies. Device remains implanted and revision surgery has not been determined at this time.